Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the activation of the monopolar pencil, the bipolar forceps started to work as well. No patient involvement or harm were reported.

Manufacturer narrative:
Evaluation summary: device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation isolated the failure to the rf board, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The rf board was replaced to address the condition. No update to the risk management file is required at this time. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.